Event description:
The customer stated that he was driving his scooter in his yard and when he started up an incline the unit flipped over and landed on top of him, pinning him to the ground. He was treated for severe bruises in the rib cage area and has been extremely sore in his chest, neck and back. There appears to be no permanent damage.